Event description:
It was reported that the device could not be interrogated. The device has not been checked since 2018. The device has been implanted greater than five years. The clinic tried several times to interrogate the device without success. Technical services suspects the device may not have the latest software. The clinic will contact the local representative to schedule a software upgrade. There were no adverse patient effects. The device remains implanted.